Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tip of the swg (spring wire guide) kinked before usage on a patient.

Manufacturer narrative:
(B)(4). The customer returned an opened arterial catheter kit for evaluation. The needle and guide wire/tubing were included; however, the catheter was not returned. Visual examination of the ra device assembly revealed the swg tubing assembly was already connected to the needle/catheter assembly. The two assemblies are not packaged attached, which indicates that the end user attached them after opening the kit. Microscopic examination of the guide wire revealed a kink near the distal tip. No biological material was observed on the returned assembly. No other defects or anomalies were observed. The guide wire length and outer diameter were measured and were found to be within specification. The needle length and the cannula inner and outer diameter were also within specification. The kink in the guide wire measured 1mm from the proximal end. A lab inventory guide wire from an arterial catheter assembly was passed through the proximal and distal end of the needle involved with this complaint. The guide wire was able to pass completely through with little to no resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit cautions the user, "if resistance is encountered while advancing spring-wire guide do not force feed." Additionally, the IFU informs that "if resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture." The customer complaint of "arterial-swg/needle resistance, kinked" was confirmed through complaint investigation of the returned sample. Visual examination revealed that the guide wire was kinked near the distal weld. However, the returned swg tubing assembly was already connected to the needle/catheter assembly. The two assemblies are not packaged attached, which indicates that the end user attached them after opening the kit. The guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tip of the swg (spring wire guide) kinked before usage on a patient.